Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less then 10 mg/dl) and 160 mg/dl, 29 mg/dl and 119 mg/dl the comparisons were preformed at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.